Event description:
Pt received a dura-guard dural repair during a craniotomy for a meningioma in 1999. Two months later, pt complained of persistent headaches, and cerebral edema/enlargment were noted on an magnetic resonance imaging scan. The pt began steroid therapy. The device has not been explanted to date.